Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the hospital cart was not in use with a patient when the issue was observed. In addition, it would not prevent a docked companion 2 driver from performing its life-sustaining functions. The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
This syncardia companion hospital cart was not in patient use. The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The customer reported that when a companion 2 driver was docked into a companion hospital cart and turned on, the hospital cart monitor backlight was magenta.

Manufacturer narrative:
Corrected data - added serial number and MFR number for companion 2 driver associated with this event. The companion hospital cart was returned to syncardia for evaluation. The hospital cart in "as received" condition passed all functional testing. The hospital cart performed as intended and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) - follow-up report 1.

Event description:
This syncardia companion hospital cart was not in patient use. The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The customer reported that when companion 2 driver s/n (B)(4) (MFR 3003761017-2016-00354) was docked into the companion hospital cart and turned on, the hospital cart monitor backlight was magenta.